Manufacturer narrative:
Device used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: implant: unknown day in (B)(6) 2013. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a 13 hole right plate (liss df) less invasive stabilization system for distal femur fractures was used for stabilization of a distal vancouver type c femoral fracture in (B)(6). A nonunion of fracture with broken plate occurred and on (B)(6), 2014. The patient was revised with variable angle condylar plate. There are no parts left in the patient. There was no report of a surgical delay. This report is 1 of 2 complaint (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the breakage of the plate occurred through the fifth distal locking compression plate combi-hole in the plate shaft. The plate was made of stainless steel. The examination of the raw-material inspection sheet of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the plate is in compliance with the international iso standards. The dimensions of the investigated plate were checked using a digital sliding calliper and found to be in compliance with the technical drawings of the producer and ao/asif specifications. The width of the plate was 16.09 mm and the thickness was 5.72 mm. The measurements were taken close to the fracture surface. Weakly visible macroscopic lines of rest at the fracture surfaces are documented and are a sign for a fatigue failure. The thread next the fracture site of the proximal plate fragment showed severe corrosion, mechanical damage and organic residues. An electron microscopic examination was done. When examining the fracture surfaces of the proximal fragment of the plate, the initial fracture areas and the fracture behavior were identified. The crack started at the lateral side/upper side of the plate and ran into the material. After breaking, the two fragments rubbed against each other causing further destruction of the fracture surfaces. At a higher magnification, fatigue striations were observed at the crack propagation zones and over a sizeable area. Each striation represents the successive position of an advancing crack front. They originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. Furthermore, the fracture surfaces showed subsidiary cracks. Both fracture surfaces also showed a small amount of dimples at the medial side/lower side of the plate. The area with the dimples corresponds to the residual forced fracture zones. Based on the topography of the fracture surfaces, it can be concluded that the plate was subjected to low dynamic bending loads on one side). Constantly alternating bending loads / load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the plate. The plate could not resist the applied force which finally led to the material overload / fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.